Manufacturer narrative:
Coapt has reviewed info provided regarding the surgical procedure and also pictures of the affected pt. A physician has been consulted and advice has been offered to help relieve symptoms. At this time, insufficient info is available to link the device to pt symptoms appearing three months after the surgical procedure. We will continue to track pt's progress. If add'l info becomes available, a supplemental MDR will be submitted.

Event description:
Approx. Three months post-op, pt symptoms included severe itching on the implanted site, swelling on the face and redness on the chest.